Event description:
During prep for a procedure when opening convenience kit, a technician cut their finger on safety scalpel that did not have the cover fully engaged over the blade. There were no additional complications.